Event description:
It was reported the guidewire (provided with the balloon system) could not be inserted into the catheter's hub during preparation. The device was not used in the patient.

Manufacturer narrative:
The device has been evaluated and the guidewire was found broken at approximately 3.10 cm from the distal tip. Analysis of the break point showed the failure of the core wire occurred due to torsional overload. (B)(4).